Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3.5 years ago. Aneurysm and vessel morphology at the time of implant and details on the patient's follow-up history were not provided. It was reported that the physician elected to explant the stent graft because of aneurysm expansion due to a persistent type ii endoleak from the inferior mesenteric artery and lumbar arteries. The patient was successfully converted to an open surgical repair. The explanted stent graft has been received by medtronic, and the evaluation is pending. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak, type ii endoleaks. Conclusions: type ii endoleaks.